Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/ sacral nerve stim; the patient had a vaginal muscle operation and their bladder wasn¿t working. It was reported that, since about a week ago, the patient¿s legs were swelling up, they thought they were retaining fluids, and they could not use the bathroom. Then for the last couple of days, they could not get their programmer (pp) to work. They had tried replacing the pp batteries, but then they saw the ¿poor communication¿ message. Troubleshooting attempted to sync the pp with the ins both with and without the antenna, but was not successful. It was noted that the patient was not feeling stimulation. It was recommended that they follow up with their healthcare provider to have them interrogate the device. If that determined that there was no issue with the ins, then the patient would be sent a replacement pp. No further patient complications are anticipated or expected as a result of this event.